Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment that the programmer was not running properly. The programmer was left on overnight and no faults were noticed and it passed its incoming tests and there were no faults or sluggish performance noted in the logs. The hard drive was reconfigured and the software was reloaded and updated. Cracked solder was found on the universal serial bus connection so the micro processing unit was replaced and reimaged as a preventive measure and though "noisy fan" could not be confirmed both the system fan and the power supply were replaced also as a preventive measure. The programmer passed final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer "was not running properly." This included not saving interrogations to a universal serial bus, having trouble with the programmer freezing as well as loud fan noise. The programmer was returned for service and a requested test and calibration procedure. No patient complications have been reported as a result of this event.